Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation from material # 367815, batch # 0247516. Therefore, 29 retention samples from bd inventory were evaluated by stopper pullout testing and the issue relating to loose caps was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "once the tubes are drawn, and the stoppers are removed for testing, the stopper will not remain in the tubes or pop off. If you try to pick up the tubes by the stopper, only the stopper is lifted." There was no blood exposure to mucous membranes or medical intervention reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "once the tubes are drawn, and the stoppers are removed for testing, the stopper will not remain in the tubes or pop off. If you try to pick up the tubes by the stopper, only the stopper is lifted." There was no blood exposure to mucous membranes or medical intervention reported.